Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem user guide states, ¿always use the same meter to calibrate that you routinely use to measure your blood glucose. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.¿

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 90 mg/dl, and the meter bg reading was 74 mg/dl. Reportedly, a second cgm bg reading was 172 mg/dl, and the meter bg reading was 247 mg/dl. Reportedly, multiple bg meters were used for calibrations. Subsequently, the customer¿s bg increased to above 500 mg/dl as a result of the inaccurate values and a manual injection was administered to address bg; however customer was admitted to the emergency room (ER). Customer was treated intravenously with 3 bags of saline, and was given an echocardiogram. Customer was released from the ER 4 hours later with a bg of 247 mg/dl in "stable" condition. No additional patient or event information was available. A replacement sensor was sent to the customer.